Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: per ticket text, environmental or cross contamination during patient sample handling (pre-analytical contamination) has been identified as a possible cause. The reactive negative control is indicative of potential contamination. Customer data review: there were no results logs attached to this ticket nor are the results logs available on abbottlink. As a result, a customer data review could not be performed for this investigation. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. The complaint history review identified 9 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. 2 out of the 9 complaints were investigated and contamination was identified as the probable cause. 2 out of the 9 complaints were investigated and an abnormal curve was identified as the probable cause. 4 out of the 9 complaints' investigation could not identify a probable cause. 1 out of 9 complaints' investigation identified the difference in sensitivity between platforms as a probable cause. The probable causes for 5 out of the 9 tickets were identified to be non-lot specific phenomenon, such as abnormal curves or contamination. Therefore, a potential product deficiency for lot 515652 could not be identified from this search. Because the data for the patient results was not provided, the associated curves could not be evaluated, or an assignable cause could not be verified from the run data. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported a false positive result on the alinity m resp-4-plex assay. The customer retested the sample on liason (diasorin), and the results were negative. The field application specialist (fas) reviewed the runs from abbottlink and identified that all the positive curves were late and abnormal, with very low intensity and "sharp turning points". Customer did not trust the initial result from abbott, so the false positive results were never released. Only the negative results by liason (diasorin) were reported to the clinician. Therefore, there was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in portugal using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.